Manufacturer narrative:
Device analysis: the original guide wire that was used during the procedure was not returned for analysis; however, a guide wire from the same lot was returned for analysis. The initial visual and tactile examination of the returned guide wire did not reveal any damage. The guide wire shaft and spring tip remained intact and undamaged. The length of the guide wire and the length of the spring tip were measured and met the drawing specifications. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID# 04070.

Event description:
It was reported that during a peripheral orbital atherectomy procedure, the tip of a csi viperwire flextip guide wire broke off and was left in the patient. The target lesion was 40mm in length and was located in the popliteal artery. The physician used a 6fr introducer sheath and a 0.018" quickcross guide catheter to access the lesion. The physician advanced the csi guide wire into the patient and then started to load a csi orbital atherectomy device (oad) onto the guide wire. As the oad was being loaded onto the wire, the guide wire got unknowingly pushed distally into a arterial side branch and got stuck. When the physician attempted to pull the wire back, the tip broke off. The physician removed the oad and guide wire, but the tip of the guide wire was left in the arterial side branch. A new csi guide wire and the original oad were used to successfully complete the intervention. The patient status remained stable throughout the procedure. Additional information was requested, but was denied by the facility.